Manufacturer narrative:
(B)(4) investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that radical resection of rectal cancer was performed in the operating room of our hospital. The device could not fire at 9: 50, and the bowel could not be closed normally. The device was changed at 9: 55 and the surgery was continued and completed. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/09/2021. Additional information was requested, and the following was received: could you please provide more details for "the bowel could not be closed normally"? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete. Response: all answers above are unobtainable.